Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted after displaying high thresholds. There were no additional adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was severed 235 millimeters from the terminal pin; only the proximal segment was returned. Dried blood/body fluid was noted in the lead lumen. Electro-cautery damage was noted in several places. The returned portion of the lead was determined to be electrically continuous. There was no further testing performed.